Event description:
The customer reported the system displayed problems with the software and hard disk issue. The pt image database was losing entries. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep installed the hard disk, installed and reloaded and re-configured the software. The system operates as intended.